Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, downloading the event history logs, and accuracy testing that passed, the pump was found to have a damaged downstream occlusion (dso) seal and scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and lens.

Event description:
It was reported the device was sent for repair following non-compliance during preventive maintenance. The issue was the downstream occlusion was damaged. There was no patient involvement and no patient harm.